Event description:
Catastrophic failure of ferno stair chair tracks, while extended and locked and moving patient down stairs. Crew was able to catch the patient and stair chair and prevented the patient from falling. Both crew members strained their backs, and one strained their shoulders in catching the patient.